Event description:
The results of a retrospective, (B)(6) of 86 pts between the ages of 18 and 80 years, were reviewed. Between 1/2004 to 5/2007, the pts underwent single-level tlif procedures using rhbmp-2 for the treatment of a degenerative condition. The difference in complications observed with the use of iliac crest autograft compared with rhbmp-2 was assessed. The CT scan revealed nonunion in this pt complaining of persistent back and/or leg pain. No other info was provided.

Manufacturer narrative:
(B)(4). Literature citation: rihn, et al. Complications associated with single-level transforaminal lumbar interbody fusion. The spine journal. 2009; 9: 623629. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Without return of the device or associated records it is not possible to ascertain a cause for the reported event.